Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she previously experienced ineffective stimulation from her scs system and subsequently turned her system off. The patient alleged x-rays taken in (B)(6) 2015 indicated one of her leads migrated. The patient will follow up with her physician as she plans to move forward with system explant at a later date. Surgical intervention to address the issue is pending. The patient had two model 3186 leads from the same lot implanted as part of her scs system.